Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was having problems with the insulin pump. When changing the infusion set the device would work for a few hours and then stops. The customer believes that the piston is not working; when rewind 160 or 170 units problem begins again, but the device did not alarm. The blood glucose reading was 17mmol/l, and the customer was treated with the insulin pump. No further information was provided.